Event description:
Health care professional reported pt receiving peritoneal dialysis treatment on pac-xtra device and was in dwell 4 of 5. Health care professional noted the device registered 131% fill volume on display and no alarm sounded. The fill volume was set for 2500cc. Pt complained of pressure in abdomen and had nausea and vomiting. Vital signs were within normal limits. Health care professional called baxter operational assistance and was told to stop treatment, disconnect pt and leave unit on with the tubing in place. Health care professional opted to continue treatment on the same device. Following the 131% fill, pt was drained 3200cc and treatment was completed without further incidents. Health care professional adm 30cc lactulose.